Event description:
I had the lasik surgery one year and a half ago, I'm suffering from dry eyes, problem seeing especially at night too; sensitive eyes, and pain in my eyes day and night. My vision changed within a year from 20/20, now I have incorrect vision, I need glasses again. I do not recommend this surgery to anybody. I never had any kind of problem with my eyes before, except I had to were glasses while I was driving.